Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump began to beep and prompted a rewind. The customer stated the insulin pump had a message asking if the reservoir was disconnected. The customer was able to clear the messaage and rewind the insulin pump. Customer re-inserted the battery, but was unable to read what the insulin pump said due to the low light situation they were in. The customer's blood glucose was 251 mg/dl. The customer stated they would call back to troubleshoot.